Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B) (4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead impedance was trending down. Testing through the analyzer showed the hvb impedance was 252 ohms and svc impedance was less than 200 ohms. The lead was capped and replaced. It was also reported the device reached eri (elective replacement indicator) and received the message of "charge circuit inactive". After eri, the patient had a storm of vt/vf episodes where therapy was not delivered due to the inactive charge. The patient received several therapies. Available egms did not show noise, had cycle lengths of 290-360 ms with retrograde pattern. There was one charge greater than 30 seconds. The device was also replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the lead impedance was trending down. Testing through the analyzer showed the hvb impedance was 252 ohms and svc impedance was less than 200 ohms. The lead was capped and replaced. It was also reported the device reached eri (elective replacement indicator) and received the message of "charge circuit inactive". After eri, the patient had a storm of vt/vf episodes where therapy was not delivered due to the inactive charge. The patient received several therapies. Available egms did not show noise, had cycle lengths of 290-360 ms with retrograde pattern. There was one charge greater than 30 seconds. The device was also replaced. No patient complications were reported as a result of this event.